Event description:
It was reported that the customer was taken to the emergency room by paramedics and was subsequently, hospitalized due to an elevated blood glucose (bg) level that ranged from 576-595 mg/dl and large life-threatening ketones. Prior to going to the ER, the customer delivered a correction bolus in attempt to resolve bg. The customer was treated with intravenous saline and insulin while in the hospital and was released on (B)(6)2024 with no permanent damage and reported issue resolved. The cause of the reported issue was due to a malfunction that occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed. The pump malfunction reoccurred while the customer was sleeping and ultimately the pump shutdown due to the malfunction alarm not being acknowledged. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.